Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse verified a helium leak on the cart. The fse retightened all connections on the helium tubing. The fse then verified no helium leaks per helium leak procedure from the cardiosave service manual. The fse then ran all performance and function tests which all passed. The unit was then returned to the customer.

Event description:
N/a

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.